Event description:
The event involved a plum 360 where it was reported that the pump did not alarm for air in line when it allowed air to go all the way through the tubing and almost entered the patient at 2:46pm. The nurse happened to come into the room knowing the patient was close to getting done with her IV hydration. She noted that the line was completely empty but was still running. She then, stopped the pump immediately, as the air was an inch away from entering the patient. The patient was fine because the nurse caught the incident right away. Normal saline was the medication used when the issue was noted. The infusion set up was, "primary line of dextrose 5% in water (d5w) was set to infuse at 200 ml per hour. However, it was the secondary line of normal saline that was infusing at 999 ml per hr. The infusion started on (B)(6) 2022 at 1:37 p.m. With 1000 ml fluid in the bag to be infused. The entire primary and secondary set were full of air. Mr. Molly provided the alarm log: (B)(6) 2022 at 13:38-n101 no action alarm (58) (B)(6) 2022 at 13:40-n102 infuser idle 2 mins. Device log: (B)(6) 2022 at 12:10:24: power switched: battery, (B)(6) 2022 at 12:10:35: power switched: ac, (B)(6) 2022 at 12:15:24: max charge set, (B)(6) 2022 at 12:23:49: power on, (B)(6) 2022 at 12:23:54: hmss time sync, (B)(6) 2022 at 13:40:29: power off, (B)(6) 2022 at 13:43:12: power switched: battery and (B)(6) 2022 at 14:07:01: max charge set. There was no delay of therapy and no medical intervention required. There was patient involvement but no patient harm reported.

Manufacturer narrative:
The device has been received for evaluation. The investigation is still pending.

Manufacturer narrative:
The device was received for testing. Upon testing, the device did not allow air to pass through the mechanism into the distal side of the tubing. The customer¿s complaint that the device failed to correctly detect air in line could not be duplicated nor confirmed based on physical testing. The probable cause could be but is not limited to partial droplets forming in the air in line sensors and producing false fluid readings. A review of the event alarm log history and/or the cda logs identified that, while the logged infusion times appear offset from the reported incident time by 1 hour, the remaining data aligns closely with the customer¿s report. Engineering evaluates this is the infusion of interest in the customer¿s complaint. Engineering determined that the customer over-programmed the IV hydration (normal saline) bag by 50 ml (vtbi: 1050), and that the infusion at 999 ml/hr delivered the remaining bag volume plus an additional 37.4 ml of air to the distal tubing before the infusion was manually stopped. Given the above reported volume of the plum tubing, with calculates to delivery of approx 17.4 ml of air into the patient. While this is consistent with the customer¿s report of undetected distal air, it is not consistent with the customer¿s report of the infusion being stopped with 1¿ of fluid remaining in the tubing. With the proviso that air may, indeed, have been infused into the patient, the customer¿s complaint is confirmed based on a review of the pump's historical records. An in-house investigation was conducted at the manufacturer related to this particular complaint¿s reported issue. Extensive testing of over 4500 over-programmed (dry-bag) infusion scenarios using multiple devices, fluids and cassettes at a variety of infusion rates ((B)(4). The reported issue was replicated during dry-bag, high-rate infusions of (B)(4)) but was never replicated during dry-bag, lower rate infusions ((B)(4)). Medical has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed volume to be infused (vtbi) in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. Risk assessment of product risk profile concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. There are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. In the event the air detection mechanisms do fail, it would help to remove air that entered the fluid path. Investigation testing also identified an additional optional mitigation: ICU medical¿s air elimination filter, when added to the delivery set, successfully prevents air from being delivered to the patient.